Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they had low battery alarm and while replacing the battery, the pump wouldn't turn on. Troubleshoot was performed and advised the customer to insert the new battery. It was reported that the display did not returned. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.